Event description:
It was reported that the customer experienced a low blood glucose event while driving, which caused him to swerve while driving, although the customer had not been in a vehicular accident. The blood glucose reading was 16 mg/dl. The customer's wife had to pull him over for emergency medical services to be called, where he was admitted. It was also noted that the customer had been experiencing low blood glucose levels and had only been on the insulin pump for a few weeks. He recalled that when he had gone through airport security before, and that security had said he could go through the body scanner instead of being patted down. Advised to leave the insulin pump out of those situations. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.